Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The connection between the needle and the syringe seems to not be sealed properly. As a consequences, stress for the doctor during the anesthesia and stress by not feeling the resistance. There was no patient injury.

Manufacturer narrative:
Qn # (B)(4). A device history record review was performed on the epidural needle and lor syringe with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle and lor syringe with no relevant findings. Therefore, the potential cause of the connection between the needle and syringe not sealing could not be determined based upon the information provided and without a sample.

Event description:
The connection between the needle and the syringe seems to not be sealed properly. As a consequences, stress for the doctor during the anesthesia and stress by not feeling the resistance. There was no patient injury.